Event description:
Boston scientific received information that due to an increased pacing threshold and a change in sensing measurement, an x-ray was performed and a right ventricular (rv) lead dislodgement was confirmed. A repositioning procedure was conducted and upon the second attempt, the lead was placed successfully.

Manufacturer narrative:
This right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.